Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customers blood glucose level. The customer disconnected the call and declined to provide further information, leading technical support to close the case.